Event description:
A physician reported that during an intraocular lens (iol) implant procedure, once the lens was in the patient's eye, surgeon noticed that one of the haptics was fractured. The lens was removed during initial procedure and replaced with unspecified lens. There are no further complications. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).